Manufacturer narrative:
Continuation of d10: product ID 8575 lot# n296222 serial# implanted: (B)(6) 2011 explanted: 2024-04-02 product type catheter product ID 8703w lot# l73882 serial# implanted: explanted: product type catheter correction to include additional catheter segment medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# (B)(6) serial# implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown)at unknown concentration/dose via an implantable pump for multiple sclerosis and intractable spasticity. The patient stated they had a new pump implanted on (B)(6) and a new catheter put in at the same time. Patient mentioned they had a new healthcare provider who would be filling the pump on (B)(6) and they told the patient they would be using a different concentration in their pump. Patient asked if the pump knows how much medication was in the catheter. Agent reviewed information on clinician bolus and redirected to healthcare provider. Patient also mentioned when they got their new pump, they had discovered the catheter "was clogged" so they got a new catheter as well.